Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During the case we noticed that the 36mm liner impactor head was spinning on the impactor shaft. We were able to finish the case without delay or affect to the case.

Manufacturer narrative:
An event regarding damaged threads involving a restoris impactor was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been 3 other events for the lot referenced. Conclusions: the results of the previous investigation preformed for another unit of the same lot, determined the likely root cause of the damage was due to lack of complete seating of the straight shell inserter shaft onto the shoulder of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During the case we noticed that the 36mm liner impactor head was spinning on the impactor shaft. We were able to finish the case without delay or affect to the case.